Event description:
A report was received that the patient underwent a pocket revision. The patient is reportedly doing well after the revision.

Manufacturer narrative:
The age at the time of event, and date of birth are unknown. Patient's weight not available. Device remains in patient. This is a final report.